Event description:
(B)(4). Event occurred in the united states. The patient reported that she pulled the hose completely out of the base in one infusion set, when she was showing her husband how a set change is done. The pump and the infusion set were not yet inserted, and the location of detachment was at quick release. The infusion set was stored in kitchen cupboard and the patient stated there was no stress or pull on the tubing. No further information available.